Event description:
It was reported that malfunction code malf 8 occurred and was not resettable. There was no reported impact to the customer¿s blood glucose level. Tandem technical support replaced the faulty pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was informed about the replacement process and was instructed to allow the battery to deplete before transporting the pump back to tandem using the provided return options.